Event description:
It was reported that during a lap cholecystectomy, the first two clips formed without incident. Clips 3-6 spit out of the jaws into the abdomen. Clips 7 and 8 were very loose on the cystic duct and were removed. Another clip applier was used to finish the case. No pt consequence.